Event description:
It was reported that an alert/notification settings issue occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alert/notification occurred. The performance data was evaluated. The allegation was confirmed as no audio output. The probable cause was determined to be samsung a15 devices with knox mdm software running on android os 14. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Data was provided for investigation. The allegation was confirmed via data as a no audio output. The probable cause was determined to be samsung a15 devices with knox mdm software running on android os 14. No injury or medical intervention was reported.